Event description:
The customer reported the collimator closed down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ribbon wire connecting the touch screen. The system operates as intended.